Event description:
Customer reported that the insulin pump went into threshold suspend and was alarming. Customer reported clearing the alarm, then receiving a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 74 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened act button dome switch. No threshold suspend anomaly could be verified and the displacement test could not be performed due to the keypad anomaly. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).